Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
Evaluation summary: the dislocation most likely was due to the worn liner tab after 5 years of rubbing due to the impingement that allowed the head to pass through the locking feature. However, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: device history records was indicate all components were manufactured and inspected to specification. The femoral head and constrained liner have been returned for evaluation. The femoral head has scratches on the articulating surface most likely from rubbing on the locking ring after the dislocation. The constrained liner has a worn restraining tab that appears to be from being rubbed on. The locking ring shows signs of impingement wear on the restraining tab and inner edge of the locking ring. The locking ring also has marks on the underside of the ring; these most likely are from the removal of the locking ring from the liner.